Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found that the issue was caused by a software error. The root cause of the error was unable to be determined. Device functionality was deemed normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with the implantable cardioverter defibrillator device in backup vvi mode. The device image download kept failing with no resolution. The device was explanted and replaced on (B)(6) 2021. The patient is stable.